Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted due to intermittent pump stoppage when connected to the power module. On (B)(6) 2014, the manufacturer's technical services representative conducted a percutaneous lead (lead) distal end replacement according to procedure. The section of the lead, approximately 8 inches from the distal end bend relief, that had several cuts and rescue tape applied was replaced. Pump stoppage reoccurred after the lead replacement was completed while the patient was still in bed. The patient was sent home on batteries after 24 hour observation. The lvad team will discuss a pump exchange with team members. The patient has not had any side effects due to the pump stoppages.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.